Event description:
While the nurse was spiking sodium chloride (nacl) bag for suction irrigation, the tubing connecting to the battery pack shot out fluid. It did not contaminate the sterile field, but was very close. During this case, it happened with two irrigators. New irrigators from a different lot number were used without an issue. All of the irrigators with this lot number were pulled from stock.